Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2016: patient was diagnosed with left inguinal hernia, recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (right - device 1, left - device 2). Per op notes, ¿weakness in the floor of the inguinal canal noted. The recurrent hernia was identified where the mesh was detached superiorly. The loose synthetic mesh was resected. A perfix plug (device 1) was placed into defect and onlay portion of mesh was placed over the old synthetic mesh using suture. On left side, hernia sac was dissected. The floor was repaired by placing a medium sized perfix plug (device 2) through the internal ring and keyhole portion of mesh was placed over the floor secured using sutures.¿ on (B)(6) 2018: patient was diagnosed with recurrent left inguinal hernia, two recurrent right inguinal hernia thereby underwent robotic assisted repair with the removal of mesh (device 1, 2) and implant of 3dmax meshes (device 3, 4). Per op notes, ¿patient had bilateral recurrent hernias. An old mesh plug (device 1) on right side. Significant amount of scar tissue and adhesion of peritoneal to right sided mesh. The recurrent hernia was reduced, and mesh (device 1) was excised. On left side, the recurrent hernia was noted. The floating piece of mesh plug (device 2) was excised which densely adhered to left sided vas deferens. A 3dmax meshes (device 3, 4) were placed into defect on both sides and sutured.¿